Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced wound breakdown with noticeable hole on (B)(6) 2025, exposing the receiver/stimulator through the small wound defect. The patient also developed wound infection with purulent discharge at the implant site. Subsequently, the device was explanted on (B)(6) 2025 and the wound was closed. Re-implantation is planned but had not taken place at the time of this report.